Event description:
Information was received from a physician via the product surveillance registry (psr) regarding a patient receiving intrathecal morphine 15 mg/ml at 8.994 mg/day, bupivacaine 15 mg/ml at 8.994 mg/day, and clonidine 250 mcg/ml at 149.90 mcg/day via an implanted pump for non-malignant pain and failed back surgery syndrome. The clinical diagnosis was sleep apnea and the patient's pulmonologist reported sleep apnea on (B)(6) 2013, which the provider indicated opiates contributed. The device diagnosis was "not applicable" the patient's pulmonologist contacted the provider requesting a decrease in the patient's opiates due to sleep apnea. Per provider, opiates were likely a factor in central sleep apnea. The programming date from the most recent refill prior to the event was (B)(6) 2013. The event was possibly related to the device or therapy and possibly related to the drug morphine. The event was not related to the implant procedure. The drug action that caused the event was "no change in drug" and no action/interventions were taken. The outcome was unresolved with no further action planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.